Event description:
On (B)(6) 2012, it was reported that this vns patient was undergoing generator revision due to eos. System diagnostics before the surgery indicated ok results (dcdc=3) with eos: yes. The patient's neurologist had been performing diagnostics with ok results. The surgeon opened the chest incision, removed the generator, and noted that the lead was not intact. The lead was cut all the way through when the generator was removed from the pocket. There was no trauma or manipulation suspected. The patient underwent full revision on (B)(6) 2012. The old lead was explanted the electrodes were removed from the vagus nerve. System diagnostics both outside and inside the pocket were normal. The device was programmed off. These settings were confirmed in the final interrogation. Lead impedance after revision was ok (972 ohms). Attempts for product return showed that the devices would not be returned.